Event description:
It was reported that during use with a bd facsmelody¿ the waste line was leaking outside of the instrument. The following information was provided by the initial reporter: caller found a leak under the machine can't find the source are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? Yes software version? Unknown was there a fluidic leak or spill? Yes. 1. Was the leak/spill contained within the instrument? No. 2. Was the leak/spill in a customer accessible location? No. 3. What was the fluid that leaked/spilled? Ethanol. 4. What is the source of leak/spill? (Waste or non-waste line) unknown. 5. Was the customer exposed to blood or bodily fluids? No. 6. Was there any physical harm to the customer as a result of the leak? No. Additionally, fse provided the following additional information: no, the fluid was not under pressure. The source was the waste line. The waste can be with samples and bleach depending on what was ran. It's the waste connector that evacuates the waste from the upper unit to the lower unit.

Manufacturer narrative:
H6 investigation summary: ¿ scope of issue: the scope of issue is only limited to part # 661762 and serial # (B)(6). ¿ problem statement: customer reported complaint on a bd facsmelody brv 9 color plate ¿ 661762 of an ethanol and waste leak, not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 18sep2019 to date 18sep2020. ¿ complaint trend: this is the only complaint, (B)(4), related to the issue of waste leakage not contained within the instrument. Date range from 18sep2019 to date 18sep2020. ¿ manufacturing device history record (DHR) review: DHR part # 661762 serial # (B)(6), file# (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of ethanol and waste leakage, without bleach, not contained within the facsmelody was due to a worn check valve on the waste line. A worn, broken or cracked check valve waste connector can cause a leak. Upon arrival, the fse (field service engineer) had confirmed the source of the leak at part# 334044 - check valve waste. He replaced the part and was not able to replicate the issue. After the repair, the instrument was tested and was performing normally. The replaced part was not requested for evaluation as it is not returnable. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. There was no pressure of fluid and no user was harmed or injured as they used gloves and safety protection to clean up the leak. User¿s are cautioned to wear proper ppe (personal protective equipment) especially when handling waste as instructed in the user guide, bd facsmelody cell sorter user¿s guide, #23-18120-03, starting on page 75. After the repair, the instrument was rebooted, tested and functioning as expected. The safety risk is critical, s4, however there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 15dec2017 defective part number: 661052 - cable assy fl driver pcb p3- waste pump, 334044 - check valve waste 01611550 work order notes: o subject / reported: ethanol leak from unknown source. O problem description: caller found a leak under the machine can't find the source. O work performed: replaced components. O cause: cracked fitting. O solution: did not find any leak, but found the instrument does not drain fast enough during fluidic startup. Replaced pump, and multiple fitting, connectors and finally found the one that was causing the issue. 01615341 work order notes: o subject / reported: ethanol leak from unknown source. O problem description: caller found a leak under the machine can't find the source. O work performed: replaced valve maniforld, pump and connector o cause: waste connector. O solution: replaced waste connector. ¿ returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and was discarded. ¿ risk analysis: risk management file part # 10000063058, rev. 03/vers. X, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? O hazard ID: 2.1.12. O hazard: biohazard. O cause: fluid leaks. O harmful effects: biohazard infection. O risk control: hw latch to prevent leaking; removed sheath material on close loop nozzle wire. Contained within the acdu bucket. O implementation verification: refer to acdu failure mitigation protocol no. 10000346352. O effectiveness verification: refer to acdu failure mitigation protocol no. 10000410302. O probability: 1. O severity: 4. O risk index: 4. O residual risk evaluation: afap. O new hazard: none mitigation(s) sufficient: ¿ root cause: based on the investigation results the root cause was due to a worn waste check valve. ¿ conclusion: based on the investigation results, the root cause of waste leaking from the facsmelody instrument was due to a worn waste check valve connector, part #334044. The fse confirmed the issue and replaced the part. After the repair, the instrument was rebooted, tested, and functioning as expected. The safety risk is critical, s4, however there was no impact to customer health or safety. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facsmelody¿ the waste line was leaking outside of the instrument. The following information was provided by the initial reporter: caller found a leak under the machine can't find the source are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? Yes. Software version? Unknown. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? No. What was the fluid that leaked/spilled? Ethanol. What is the source of leak/spill? (Waste or non-waste line) unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, fse provided the following additional information: no, the fluid was not under pressure. The source was the waste line. The waste can be with samples and bleach depending on what was ran. It's the waste connector that evacuates the waste from the upper unit to the lower unit.